Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient expired around 21:15 due to a clot in their internal carotid artery (ica) and middle cerebral artery (mca), which lead to a massive stroke. The patient's initial symptoms and pi events which was initially reported on (B)(6) 2018 under complaint (B)(4)/ (B)(4) that the patient initially had low flows and elevated pi readings, which later during log analysis confirmed to be related to patient's physiological issues and conditions. The customer on (B)(6) 2018 reported that a CT scan was performed on the patient and confirmed both internal carotid artery (ica) and middle cerebral artery (mca) strokes and noted that the pre-surgery carotid duplex is clear. The customer then reported that the patient died due to complications of the stroke on (B)(6) 2018. The customer noted that there was no autopsy performed on the patient and no explant done. No further information provided.

Manufacturer narrative:
Additional information: date received by manufacturer ¿ 30aug2018, usage of device ¿ initial use of device. Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between the device and the reported event could not be determined through this evaluation. It was reported the patient admitted to the intensive care unit (ICU) post implant and initially started moving their left side spontaneously but did not move the right except for response to pain. The patient continued the exhibit lethargic and no responses to verbal stimuli. CT scans was performed as a result and confirmed both internal carotid artery (ica) and middle cerebral artery (mca) strokes. The patient expired on (B)(6) 2018 around 9:15pm the account reported that the device, (B)(4), would not be returned for evaluation. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pt identifier, date of event: corrected data. Additional event details. Additional patient code.

Event description:
Clarification of the reported event: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. After the surgical procedure and admission to the cardiovascular intensive care unit (cicu), the patient reportedly took a long time waking up after sedation was turned off. Spontaneous movement of the left side was initially observed but there was no movement of the right side expect for response to pain. Brain stem reflexes continued with gag and cough. The pupils were equal and reactive but the patient remained lethargic and nonresponsive to verbal stimuli. A CT scan on (B)(6) 2018 confirmed a massive hypoattenuation of the left middle carotid artery (mca) that originated from the left internal carotid artery (ica). The CT scan also showed an occlusion at the neck of the artery. A comparative study of the pre-surgery carotid duplex was unremarkable. The patient had a do not resuscitate (dnr) order and care was subsequently withdrawn on (B)(6) 2018. Cause of death was reported as complications of the ischemic stroke. An autopsy was not performed. No additional information was provided.